Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant procedure, increased pacing lead impedance was observed on two separate leads. Attempted multiple positions but the same measurements were noted. The increased values that were noted may have been due to the patients physiology and anatomy. No further information is available at this time.